Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ fluid line extension set tubing there is foreign material in the by-pass.

Event description:
It was reported that before use of the bd¿ fluid line extension set tubing there is foreign material in the by-pass.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is 4807101. Visual inspection of sample: sbdm noticed foreign matter (fm) in the by-pass of the returned sample. Infrared spectrometry (ir) analysis: using ir analysis on the fm of the complaint sample, sbdm concluded the fm is the same material as the by-pass (poly isoprene). House sample inspection: sbdm inspected 20 pcs from house sample 4807101, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing record for lot 4807101, no abnormality was observed. Customer complaint record review: root cause: from investigation, the fm is determined by infrared spectrometry analysis to be the same raw material as by-pass component. The by-pass is supplied externally, sbdm issued CAPA to find out the root cause of the complaint case. According to the supplier's investigation, the by-pass components are injected in the injection machine on high temperature. During this time, gas was formed, and the gas was not released in temporary. The likely cause is that fms were produced from the gas in this case and were injected together with by-pass in the injection machine. Corrective actions: sbdm conducted quality training on this customer complaint for by-pass incoming inspection process workers and quality inspectors. Sbdm were issued CAPA for the complaint case to the by-pass supplier. The by-pass supplier has conduct intensive maintenance & cleaning for by-pass injection machine. The by-pass supplier enhanced cleaning of the by-pass injection mold once a month (if the fm is found, the line worker conduct cleaning of the mold) sbdm will continue to monitor of i.v set manufacturing process to see if the same complaint case occurs again. Conclusion: 1 sample as returned to sbdm. From investigation, the fm is determined by infrared spectrometry analysis to be the same raw material as by-pass component. The by-pass is supplied externally, sbdm issued CAPA to find out the root cause of the complaint case. According to the supplier's investigation, the by-pass components are injected in the injection machine on high temperature. During this time, gas was formed, and the gas was not released in temporary. The likely cause is that fms were produced from the gas in this case and were injected together with by-pass in the injection machine. Sbdm has in house CAPA-19-012 in place to monitor defect.